Manufacturer narrative:
(B)(4). Per info provided by the distributor, carefusion technical support determined that the reported event was most likely due to a faulty main printed circuit board. They shipped the distributor a replacement main printed circuit board. A returned goods authorization (rga) number was also issued for the returned of the alleged faulty main printed circuit board for evaluation. As of 08/05/2015, carefusion has not received the alleged faulty main printed circuit board.

Event description:
This complaint originated from an international distributor in (B)(4). The distributor reported the following: """xdcr fault"" alarm. Exhl. Diff xdcr test ""1390 failed"" xdcr fault occurred (2,0,1392)".